Event description:
The patient was admitted as an emergent case due to an ami. The patient's history is unknown. The target lesion was the left main and the proximal left anterior descending. The target lesion was de-novo, concentric and bifurcated. Aha/acc classification of the vessel was a type c. The patient was taken to the coronary cath lab and the target lesion was aspirated and then pre-dilated with a balloon (2.0/20mm)j at 14atm for 30 seconds. A cypher stent (2.5/18mm) was implnated at 14atm for 30 seconds. The 2nd cypher stent (3.0/28mm) was implanted at 20 atm for 30 seconds proximal to the 1st cypher stent, overlapping the intial cypher. Post dilation ws conducted with a balloon (3.5/8mm) at 18atm for 30 seconds by the kbt. The balloon was unknown. Ivus was conducted. Timi flow before the procedure was a 2 and 3 after the procedure. The residual % of stenosis after the procedure was 0%. Act was measured at 220.